Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose level was 136 mg/dl. The customer was advised to discontinue the insulin pump and revert to backup plan. The device will be returned for analysis.